Manufacturer narrative:
The insulin pump rattles when vibrator motor is activated due to no vibrator motor adhesive. The insulin pump passed the functional tests including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test.

Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 560 mg/dl. The caller felt that the insulin pump should be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.